Event description:
The user facility reported a 69-year-old male patient was implanted with an impella cp device for mechanical circulatory support. It was reported that while on support, the patient developed a right groin hematoma. The nurse decompressed the site. 250 milliliters of normal saline bolus was started. The heparin drip was stopped due to activated clotting time of 240 seconds. The patient continued on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the access site bleeding - major issue has been completed. The root cause of the access site bleeding - major could not be determined as insufficient clinical details were provided; however, according to information received from the healthcare professional, access site bleeding was most likely due to anticoagulation management.

Event description:
Us complainant reported the patient was on impella cp support and the patient developed a right groin hematoma. The nurse decompressed the site. 250 normal saline bolus was started. Heparin drip was stopped due to activated clotting time of 240. The nurse rechecked the patient in one hour.